Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found 1 of 2 sensors with needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Performed bicarbonate buffer test dop 114-830 to 1 remaining sensor and sensor failed for high readings. Missing 1 needle. Also observed found cannula bent.

Event description:
The customer's mother reported that the insulin pump went into threshold suspend repeatedly with a blood glucose level of 175 mg/dl. The caller also reported receiving multiple lost sensor alerts. During troubleshooting, the caller verified that there was a button error alarm present in the device's alarm history. The caller was advised that the sensor would not be replaced and agreed to return the product for analysis.